Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The insulation of the yoke was found abraded through between 8.5 and 10.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces in the device pocket area. Furthermore, the connectors is-1 and df-1 were found ripped off from the yoke. The connectors were most likely damaged during the lead removal from the devices header due to applied mechanical stress. The rv shock coil was found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing was noted on the right atrial channel. The lead will be extracted during the planned upgrade in another hospital.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st of february 2024 and 17th of october 2024 recorded a fluctuating shock impedance between 70 ohms and 110 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. -

Event description:
Oversensing was noted on the right atrial channel. The lead will be extracted during the planned upgrade in another hospital.